Event description:
It was reported that when the patient presented in clinic for follow-up the device exhibited noise on the ventricular channel, suspected to be due to myopotentials. The noise could not be reproduced in clinic and the physician elected to continue to monitor the patient remotely. The device remains implanted.

Manufacturer narrative:
(B)(4).